Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for self-activation but is inconclusive for the reported failure to fire. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced self-activation and failure to fire. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient¿s age, weight and sex were not provided.